Manufacturer narrative:
(B) (4): eval results - visual inspection of the returned product showed the luer fitting was missing from aspiration line. Tubing set shows no signs of use by the customer. Packaging shows no signs of shipping/handling damage. A lot order search was performed and there were no similar complaint found. (B) (4)

Event description:
It was reported that the wave tubing set was received missing a luer connector from the aspiration line. The problem was discovered during preparation for surgery.